Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The system was found to be working and put back into service.

Event description:
The customer reported that the system had an error message and would not work. No pt injury was reported.